Event description:
Hill-rom became aware of a patient that allegedly sustained a hairline fracture to their lower back on one of its imported devices, the 300 wound surface. The caregiver alleged the bladders in the seat section of the mattress would get displaced or separate when the head of bed was raised, leaving the patient resting on the bed frame in an elevated position. The caregiver alleged the patient suffered a hairline fracture in their back due to resting on the bed frame.